Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The health care provider (hcp) reported that during implantation of a bladder stimulator device on (B)(6) 2015, the lead from the device would not fit into the battery for the generator. The surgical procedure was aborted after several attempts by the physician to connect the battery to the generator. The patient would require another procedure to connect the generator to a battery. The patient had a serious injury of hospitalization.

Event description:
Additional information received from the health care professional (hcp) reported the patient's name that was involved in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.